Manufacturer narrative:
The insulin pump was received with no a17 or a21 alarm noted during our testing and passed self test and a21 error test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, alarm history also showed a signal too low alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.